Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 4000 c311 stand alone system when compared to a cobas pure c303 analyzer and a different cobas 4000 c311 stand alone system. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Na: initial result: 154 mmol/l. 1st repeat result: 141.1 mmol/l (tested on cobas pure c303). 2nd repeat result: 142 mmol/l (tested on another c311). K: initial result: 5.38 mmol/l. 1st repeat result: 4.5 mmol/l (tested on cobas pure c303). 2nd repeat result: 4.56 mmol/l (tested on another c311). Cl: initial result: 113.6 mmol/l. 1st repeat result: 100.9 mmol/l (tested on cobas pure c303). 2nd repeat result: 101.5 mmol/l (tested on another c311). The repeat results from the c311 were deemed correct.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were not provided. The customer stated they had failed calibrations with error alarms but calibrated successfully before the event. The na qc recovery was acceptable at the beginning of the day but then went out of range. The k qc recovery was acceptable on the date of the event. The cl qc recovery was acceptable at the beginning of the day but went in and out of range for level 2. The cumulative alarm trace showed an "ise noise alarm". The field service engineer found a clogged rinse nozzle that was not vacuuming out the reaction cell. He bleached out the nozzle pathway and performed an ion-selective electrode (ise) check and mechanical checks with acceptable results. He then verified the instrument was performing within specifications. The customer performed calibration and qc with successful results. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.